Event description:
It was reported that the ventilator failed the internal leakage sub-test during pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was inspected on site by a maquet field service engineer, but the failure could not be reproduced. The ventilator passed pre-use checks, functions checks, and safety checks tests. The inspiratory section and the expiratory cassette were cleaned as a precaution. No parts were replaced. The internal leakage tests failure could be confirmed during the device logs evaluation. The most likely cause was insufficient cleaning of the parts. Based on this information, our conclusion is that the device detected a leakage during the pre-use checks testing and alarmed accordingly.

Event description:
(B)(4).